Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date, and explant date. The info has not yet bee received by allergan and is believed the device may have been discarded by the reporter. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. See related medwatch reports # 2024601-2013-00468 and 2024601-2013-00470. No additional info has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported, "this is the third access port replacement that this pt has had since her primary band. I attended the case and observed that the stainless steel connector on the tubing connecting the band to the port had perforated the tubing at its distal end." This documents the second access port replacement. Investigation in progress.